Manufacturer narrative:
Please note that this date is based off of the date of publication of the initial article as the event dates were not provided in the published literature. Please note that some event information was initially received as a poster presentation abstract from a meeting of the north american neuromodulation society, however, the full text article which provided additional information was received on 2016-08-16 that made the event reportable for serious injury.

Event description:
Sani, s., gerard, c.s. Severe, symptomatic, self-limited unilateral dbs lead edema following bilateral subthalamic nucleus implantation (10578). North american neuromodulation society 19th annual meeting. 2015. 177. <(>&<)> gerard, c.s., metman, l.v., pal, g., karl, j., sani, s., severe, symptomatic, self-limited unilateral dbs lead edema following bilateral subthalamic nucleus implantation: case report and review of the literature. The neurologist. 2016. 21:58¿60 summary: symptomatic edema around a deep brain stimulation (dbs) lead is a rare complication of dbs surgery. While this phenomenon is not fully understood, clinical presentation of dbs lead edema can be severe enough to prompt treatment. There is a paucity of literature on the clinical course and treatment of dbs lead edema. Reported events: a (B)(6) year-old male patient with parkinson's disease (pd) developed severe, symptomatic, self-limited unilateral dbs lead edema after bilateral subthalamic nucleus (stn) lead placement. On postoperative day 7 the patient presented to the emergency room with poor mentation, confusion, and expressive aphasia. There were no changes in the patient¿s parkinsonian symptoms. An immediate post-operative t2w axial MRI of the brain had revealed bilateral stn lead placements with no significant edema, but comparable images obtained on postoperative day 7 demonstrated a circumferential t2 hyperintense signal surrounding the left sided lead, including the gray and white matter as well as the thalamus, basal ganglia and subthalamic nucleus. Vital signs at presentation remained within normal limits, including a temperature of 97.81f. The patient had been compliant with taking baseline parkinson medications. He also denied any trauma or exposure to strong magnetic fields or extreme temperatures. On physical examination, no photophobia or meningeal signs were seen and the surgical sites were healed without evidence of infection. Serological studies revealed a wbc of 7.8 without shift. A urine analysis was performed and found to be unremarkable. There were no abnormal areas of enhancement and diffusion-weighted imagi ng was negative for infarct. The patient was admitted to the hospital with the diagnosis of dbs lead edema and supportive care was provided. The authors stated that ¿although the suspicion was low for sinemet overdose, the potential for a lesion effect leading to a pseudo-overdose was considered¿ so they decreased the dose from 2 tablets of 25 to 100 mg 5 times a day to 1 tablet 5 times a day. No steroids were administered. The dbs system was interrogated and revealed normal impedances at all contacts. On hospital day 2, the patients¿ neurological examination had significantly improved and he was discharged home. At 1-week follow-up, all symptoms were resolved including his aphasia. Clinical symptoms and radiographic changes all returned to normal with supportive care alone. Follow-up images at four months showed complete resolution of edema. At the patient¿s latest follow-up visit, 8 months after initial lead placement, patient demonstrated expected improvement in bradykinesia, gait, and rigidity with significant reduction in dyskinesia and medication requirement and without evidence of cognitive or memory impairment. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.